Event description:
Healthcare professional reported approximately 1 month after injection of juvederm ultra plus xc in the oral commissures as well as concomitant injection of juvederm ultra xc in the lip and nasolabial folds the patient presented with "an infection and swelling in the cheeks 4 cm away from the site injected". The healthcare professional also noted "two cystic lesions on [the] check line not at the injection site" which were confirmed by ultrasound. Lip soreness wa also reported by the patient. The patient was prescribed "antibiotics" and prednisone. This is the same event and the same patient reported under MDR ID #3005113652-2014-00391 ((B)(4)). This MDR is being submitted for the second suspected product, juvederm ultra plus xc, also a device manufactured by allergan.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling, cystic lesions, and sore lips are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.